Manufacturer narrative:
Reported event was confirmed by review of medical records noting the eto in order to expose the posterior aspect of the femur. The osteotomy was unsuccessful and the stem was retained. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157450 ¿ m2a magnum head ¿ 64600, us157856 ¿ m2a magnum cup ¿ 017630, 139254 ¿ m2a taper insert ¿ 608780. Customer has indicated that the product will not be returned for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery, the femoral component was attempted to be removed but would not release. An extended trochanteric osteotomy was performed in an attempt to free the stem but was unsuccessful. It was then decided to leave the stem implanted and 4 wires were used to repair the osteotomy. Attempts have been made and additional information on the reported event is unavailable at this time.